Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer, preventing a physical evaluation from being performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, the reported issue could not be confirmed. Furthermore, the cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that treatment was completed without experiencing any alarms or warnings. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient stated that no tears or holes were observed in the cycler set cassette upon removal from the cycler. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the event and cycler replacement. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing continuous ambulatory peritoneal dialysis (capd) if needed. The patient confirmed that pd treatment was completed in the absence of the cycler using capd. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: a complaint sample was returned to manufacturer for physical evaluation. The complaint sample was not returned with its original packaging. There was no damage visually observed to the complaint sample. The sample was tested in a cycler and operated as intended without the occurrence of any abnormalities during the testing period. The investigation into the cause of the reported problem was not able to be confirmed.